Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged approximately one month post implant. The patient had received an inappropriate shock while in sinus rhythm. An x-ray confirmed that the tip of the lead was in the atrium. It was reported that the patient was a twiddler.